Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one hip with a trilogy longevity constrained liner suffered a dislocation.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot numbers of the device are unknown, therefore the device history records and complaint history could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer trilogy constrained liner was used with a bimetric stem (biomet warsaw, indiana, USA). Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A root cause cannot be determined with the information provided.

Event description:
It is reported that one hip with a trilogy longevity constrained liner suffered a dislocation. Devices were used in combination with bimetric stem which has been deemed an incompatible combination.